Event description:
It was reported that after a procedure at the user facility, a piece of bur was stuck in the attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
This is a duplicate reporting of the event reported on asr ID (B)(4).

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress.

Event description:
It was reported that after a procedure at the user facility, a piece of bur was stuck in the attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.